Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) displayed a "bios" screen then spontaneously shut down. The central nurse's station (cns) would not power back on. He put a spare unit in its place to resolve the issue. The unit was in use on patients, however no patient harm was reported. He will not be sending the failed unit in, since they plan to install another unit in 30 days. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) displayed a "bios" screen then spontaneously shut down. The central nurse's station (cns) would not power back on.